Event description:
It was reported that there was a removal of infected left total knee. Re implanted antibiotic spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 73-20-3708, scorpio u-dome x3 patella, lot code: 700m; cat. No.: 7115-0007, series 7000 standard tibia, lot code: tvwmpd; cat. No.: 81-4409l, scorpio nrg ps femoral #9 left, lot code: e9nmkd; cat. No.: 7650-2038a, sterile fluted headless 1/8" pin 3.5" long, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6)in height. An event regarding infection involving a scorpio tibial insert was reported. The event was not confirmed. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the complaint databases show there have been no other events for the lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a removal of infected left total knee. Re implanted antibiotic spacer.